Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts. During troubleshooting with tandem technical support, the customer was able to successfully clear the alert. Multiple follow-up attempts to perform further troubleshooting were made by tandem technical support however the customer did not respond. Customer¿s blood glucose was 137 mg/dl.